Manufacturer narrative:
This device was manufacture in 10/2013 by (B)(4) which has been acquired by argon medical devices inc. No discrepancies were noted in the device history record for the complaint lot. There are no other. After reviewing devices images and examining the returned device, it was confirmed that the catheter disconnected at the ro band. A health hazard evaluation was performed and it was determined that no additional fsc activity was required. The health hazard analysis rated the risk of this event to be low and no fsca is required. A manufacturing CAPA was initiated on 11/25/2013 to maximize ro ban bonding strength. The lot was ro bonded in (B)(4) 2013 before implementation of the CAPA. No other complaints have been reported for product manufactured after the engineering change was implemented. Argon continue to do the pull testing and visual inspection on current product.

Event description:
The drainage broke inside the pt (before starting the retrieval procedure) at the radiopaque marker. After the image, an atrieve snare was used to capture the two cath portions. The device was placed (B)(6) 2014 and the break was observed on (B)(6) 2014 (11 days later) at the second checkup.